Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the locking mechanism of the rasp would not open or close correctly during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete. H3 other text : received, but not yet evaluated

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed a fractured linkage pin from the linkage. Damage is seen that indicates misuse. The device exhibits wear & tear that indicates extensive use during a potential field age of approximately 10 years 5 months. Device history record (DHR was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.